Event description:
A caller reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing guidance for a complete pump reset, which resolved the issue, allowing the caller to successfully start a new sensor session without further errors.